Manufacturer narrative:
The subject device was evaluated and inspected at customers site. The customer's reported issue of no image was not reproduced. However, device evaluation found the image flickers. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): precautions for disappeared or frozen endoscopic image important information ¿ please read before use. [Warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had no image when connected. There were no reports of patient harm.

Event description:
It was reported, the camera head had no image when connected. There were no reports of patient harm.

Manufacturer narrative:
The investigation also identified, that the device had a puncture/break on the cable and failed leak testing. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations, that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issues could not be determined. The instructions for use (IFU) indicate: reprocessing: general policy [warning]: never clean, disinfect or sterilize this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Olympus will continue to monitor field performance for this device.